Manufacturer narrative:
(B)(4). The device completed infusion in 38.5 hours. The lot 13e002 was manufactured on may 1, 2013 to may 2, 2013. Evaluation summary: the sample was received for evaluation. A visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit. The flow rates were found to be within the specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed infusion in less than 48 hours. The device had been filled with an unspecified drug in 120ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 14 of 19.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, this was reported to have occurred (B)(6) 2014. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.